Event description:
Surgeon was performing a total knee arthroplasty. When surgeon was removing threaded pin p/n 9505-02-302 from femoral box cutting guide after making the cut, the end of the pin broke off in the patients bone (distal femur). The surgeon was unable to retrieve the small piece of broken pin and decided to leave it in the patients distal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The remnant of the hp sterile threaded pin associated with the reported event was not returned. The initial reporting stated the tip of the threaded pin remains in the patient's bone. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the reported event with the information provided and the lack of the pin remnant to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.